Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: locking bolt (part 259.440, lot 8662779, quantity 1).

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. There were also usage marks visible on the screw. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All relevant dimensions for the function of the screw were checked and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the nail broke through the citrus hole and locking bolt broken off. The relevant dimensions at the fracture zone of the broken article were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance specifications and with the international standards for stainless steel. The both fracture face are homogenous, which indicates material conformity. No manufacturing related fault could be detected. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. It is likely that the pfna - nail (area of citrus hole) and the locking bolt could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role as well. There is no indication that the concomitant device (intact locking bolt) contributed to this complaint condition, also there is no allegation against these devices. The locking bolt shown that the article is in a used condition without heavy damage. The surface of this implant has wear marks it is not possible to determine where it is coming from. It is likely, that this can be traced during removal or a possible instability of the fracture situation. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Unknown when device malfunctioned. Date of explant is unknown. (B)(6). Additional medical/surgical intervention required and x-rays taken. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was complete for part: 259.420 lot: 2754190. Manufacturing location: (B)(4), manufacturing date: jun 24, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient suffered a multifragment proximal right femoral shaft fracture with the formation of a comminution zone following a fall. On (B)(6) 2015, the patient underwent an open reduction procedure and a proximal femoral nail anti-rotation with cerclage wiring was implanted. The blade had been removed during a previous revision procedure at the patient¿s request. The nail and bolt were later discovered broken and a second revision procedure was required. Eventually, the patient was supplied with prosthesis. The previously performed explant procedure of the pfna blade is captured under (B)(4). This report is for one (1) bolt. This is report 2 of 2 for (B)(4).